Event description:
The pt has 2 cervical scs leads with the same lot number. It was reported the pt was not receiving stimulation in the left side of her neck. X-rays revealed one of the scs leads had migrated. An sjm rep was unable to resolve the stimulation issue with reprogramming. Subsequently, the lead was repositioned. It was also reported during the surgical intervention, the physician encountered difficulty steering the lead. Moreover, it was reported during the procedure, emg neuromonitoring identified the pt had developed a left side motor deficit. The procedure was completed and postoperative the pt experienced left side weakness and transient paralysis of the left arm which improved overnight (pt remained in the intensive care unit overnight). Add'l info identified an sjm rep was unable to achieve left side stimulation above the shoulder with reprogramming following the surgical procedure. Further investigation identified that as of 02/05/2014, the pt is "doing well", receiving bilateral stimulation, and the weakness/paralysis has resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.